Event description:
It was reported that the tip broke off in the patient and it was retrieved by the doctor. There was reportedly no harm to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.